Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardioverter defibrillator exhibited failure to interrogate using bluetooth telemetry. No intervention was performed. Patient was stable.

Event description:
New information notes that the patient was brought back into the clinic. Programming changes were made on the device. Patient was stable